Event description:
Claimant alleges going up a slope within scooter capacity when motor cut out completely and scooter started to free wheel backwards. It went 10-15 feet when he ditched unit to tip over.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. The device serial number and device manufacturer date are unavailable at this time. Should the device or further information become available, a follow-up report will then be submitted.